Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 49 mg/dl at the time of the incident and was also reported that last night for dinner the sensor glucose reading 400 mg/dl, blood glucose 232 mg/dl and going down. The customer¿s current blood glucose was 184 mg/dl. Customer declined to troubleshoot for the low blood sugar troubleshoot was performed and the customer stated that insulin delivery was suspended due to bg values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.